Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran decontamination on the instrument. The cse checked alignments and probe tips. The cse then bleached drains. The cse ran a system check, which passed. The cse instructed the customer to thaw calibrators, to calibrate, and run quality controls and precision. The cause of the discordant, falsely elevated ltni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cadiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial discordant result was reported to the physician(s).the sample was repeated on the same instrument, resulting lower. The patient was admitted to the emergency room and tested for ltni, resulting negative. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.